Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no information provided regarding the impact on the customer's blood glucose level. The device is expected to be returned for further investigation, and a replacement pump has been arranged.